Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse found the filter housing leaking. Dried up buffer was cleaned by the fse from inside the filer housing were the filter seats. The fse reported that the knob the customer reported as broken is not broken and that it's normally a two part consisting of a nut and a ferrule. The customer was showed proper tightness of the filter nut. A 10 patient samples with controls were ordered on the instrument and all were verified by customer to be within specification. Instrument was relased and is functioning as intended . The most probable cause for this event is improper tightness of the filter nut by the operator during replacement of the filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported that the outlet side flow tube knob is cracked in half on their g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.